Manufacturer narrative:
The autopulse platform s/n (B)(4) was returned to zoll chelmsford for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4). A visual inspection of the autopulse platform was performed and found that the battery partition cover was missing. Additionally, the load plate cover, encoder cover and motor cover were damaged. The physical damages found during visual inspection are unrelated to the customer's reported complaint. The autopulse platform is a reusable device and was manufactured on 06/03/2004; therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. A review of the platform's archive data was performed and archive data indicated multiple fault on ua41 (patient temperature sensor failure) occurred on (B)(6) 2016, thus confirming the reported complaint. The platform failed functional test due to user advisory 41 displayed upon powering up. Further testing showed that the temperature sensor connector and power distribution board (pdb) connector were found to be faulty. The temperature sensor was replaced to avoid the reoccurrence of ua41. Performed simulated compression testing with a 95% patient test fixture (lrtf) for approximately 30 minutes, and did not replicate any of the user advisory or fault. Additionally, the power distribution board (pdb) and the processor board were replaced per routine service procedure. In summary, the reported user advisory 41 was confirmed based on the archive review and during functional testing. The root cause for ua 41 was due to a defective temperature sensor. After replacement of the temperature sensor, power distribution board, processor board, battery partition cover, the load plate cover, encoder cover and motor cover, the autopulse platform passed all the testing and meets all required specifications.

Event description:
It was reported that during a shift check, the autopulse platform s/n (B)(4) displayed user advisory ua41 (patient temperature sensor). The platform was restarted but the ua41 error message could not be cleared. No patient involved during this event.